Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastr ointestinal/pelvic floor therapy. It was reported that they had been recharging their implanted neurostimulator every week and that they'd been leaving the settings at 1.1 or 1.2 ma, but then in the last couple of months they noticed they weren't feeling the stimulation and that recently after charging they went to check their settings and they saw that they were at 0. 3 ma and if they tried to increase the stimulation they were getting a "maximum settings. Therapy cannot be increased." Message. The patient stated they didn't know how it ended up at 0.3 ma but they weren't able to get it any higher than 0.3 ma on any program. The patient denied having had any traumas or falls that would have led to the issue. Patient services reviewed maximum settings with the patient and redirected the patient to their managing health care provider to further address the issue. The patient stated they already spoke with their hcp and the hcp told them to call medtronic and patient services reviewed the role of patient services and the role of the medtronic representative and offered to give the patient the national answering services (nas) number to give to the hcp to page a medtronic representative. The patient stated the hcp had a rep who they would work with but also took the nas number. The patient was going to follow up with their hcp so a rep could be paged. Documented reported event. No further action was taken by patient services.